Event description:
The translated symptom info provided indicates that the device pacer function is not operational. There was no pt involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.